Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past 12 months. There was no applicable evidence to review in error log. Primary reported problem "pump has no sound while turning on, running, or while alarming" was duplicated. The device was more quiet than normal and does not meet specifications and is related to the complaint. The cause was the piezo connectors on the main board. The main board was replaced. Device passed all functional tests after the repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has no sound while turning on, running, or while alarming. The event occurred during testing, there was no patient involvement.